Event description:
A medical centre in (B)(6), (B)(6) reported that the pressure gauge of an rd900aeu neopuff infant resuscitator was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and performance tested. Results: the manometer needle was stuck at approximately 70 cmh2o. An attempt was made to adjust the manometer setting but it could not be reset. Further inspection revealed that some components of the returned neopuff were missing and the lower end cap casing was cracked. A lot check revealed no other complaints of this nature for lot number 060712. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the faults observed to the returned neopuff unit were due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A medical centre in (B)(6) reported that the pressure gauge of an rd900aeu neopuff infant resuscitator was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4), the rd900aeu neopuff infant resuscitator is not expected to be returned to fisher & paykel healthcare for inspection. We are currently in the process of obtaining further information from the medical centre in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information from the medical centre and have completed our analysis.